Manufacturer narrative:
(B)(4). Only event day and year known: (B)(6) 2022. Batch # 698a29. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the staple height selector loose and the body metal from the anvil area not properly seated on the shroud with a reload present. The reload had the proximal 2 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. During the visual inspection, the anvil shroud showed four locks broken that support the metal body anvil to shroud causing the easy movement of the metal body, and this condition most likely caused the staple height selector condition. Due to the condition of the device no functional test was performed. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. Based on the condition of damages observed in the anvil shroud was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 698a29, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the doctor tried using the device with sr75 reloads. The firing trigger was not able to be pushed. Checked that no staples were released and reposition the 2 side, firing trigger is still locked. Replaced with another reloads. Trigger still locked. Tried another device and used previous 2 sr75. Frist time, the trigger was locked. Second time, staples were released but the staples cannot cut through the tissue. Doctor is not willing to try again. There were no patient consequences.